Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-04792 / 04794).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2009 and a left hip revision procedure on (B)(6) 2014. The modular head and taper adapter were removed and replaced during the left hip revision procedure. The modular head and acetabular cup were removed and replaced during the right hip revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information in the event description. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified

Event description:
Legal counsel for patient reported patient underwent a right bipolar hip replacement surgery on (B)(6) 2007 and a left total hip replacement surgery on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2009 and a left hip revision procedure on (B)(6) 2014. The modular head and taper adapter were removed and replaced during the left hip revision procedure. The modular head and acetabular cup were removed and replaced during the right hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2009 due to a leg length discrepancy and the presence of adipose tissue and clear joint fluid. The modular head and acetabular cup were removed. And replaced. Operative report received noted a left hip revision on (B)(6) 2014 due to pain and elevated metal ion levels. Operative report noted the presence of scar tissue, cloudy fluid consistent with metallosis, necrosis and metallosis. The modular head was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2014-04792 /-04793 /-04794 /-06986 /-06987).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2009 and a left hip revision procedure on (B)(6) 2014. The modular head and taper adapter were removed and replaced during the left hip revision procedure. The modular head and acetabular cup were removed and replaced during the right hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2009 due to a leg length discrepancy and the presence of adipose tissue and clear joint fluid. The modular head and acetabular cup were removed. And replaced. Operative report received noted a left hip revision on (B)(6) 2014 due to pain and elevated metal ion levels. Operative report noted the presence of scar tissue, cloudy fluid consistent with metallosis, necrosis and metallosis. The modular head was removed. And replaced.